Event description:
On (B)(6) 2013, it was reported that the patient was experiencing an increase in seizures above pre-vns baseline levels over the past two weeks. System diagnostic results showed the device was within normal limits. The physician stated that he believed the increase in seizures was due to the device being at end of service or loss of therapy; however, diagnostics confirmed the device was not at end of service. It was confirmed that no precipitating events, such as trauma, stress, or medication changes, occurred prior to the increase in seizures. Additional information was received that the patient has been experiencing longer seizures at school during the past two weeks and the vns magnet was unable to help decrease the length or severity. The magnet diagnostics results came back okay and there was no believed relationship between the magnet not helping the seizures and vns. Magnet swiping was not observed, but the patient was re-instructed on proper technique.